Event description:
It was reported that, the cable was damaged and the output image was skipped and noisy when moving the cable unit in the distal part. The issue occurred during an unknown procedure and was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
Correction is being made to previously submitted h4 - 7/13/2019 . The correct date is 9/13/2019.

Event description:
It was reported that, the cable was damaged and the output image was skipped and noisy when moving the cable unit in the distal part. The issue occurred during an unknown procedure and was completed using the same device. There were no reports of patient harm.

Event description:
It was reported that, the cable was damaged and the output image was skipped and noisy when moving the cable unit in the distal part. The issue occurred during an unknown procedure and was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h10, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: shaved cable unit, corrosion on coupler, connector and charged coupled device (ccd), as well as image unable to be displayed. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.